Manufacturer narrative:
Biomérieux internal investigation was conducted. Testing included loading of customers instrument files onto an internal vitek ms system and performing analysis of the implicated tests. It was determined the customer used expired test slides (testing performed august 20/21 2015, slides expired april 4 2015), potentially contributing to the misidentification. In addition, the test criteria were outside acceptable limits; potential causes are reagent preparation, slide setup and instrument tuning. As the customer has disposed of the strain, further testing is not possible. The system has been fined-tuned by the local biomérieux field service engineer.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
On (B)(6) 2015 a customer in (B)(6) reported a mis-identification when using vitek ms-ds target slide. The customer stated the 1st result was identified as enterobacter aerogenes. The customer re-tested the specimen and results were identified as klebsiella oxytoca. Additional test results confirmed klebsiella pneumoniae ssp pneumoniae using vitek2. Cultures were tested using medium bcp and blood agar, incubated for 24 hrs. Customer reports a delay in reporting results. There is no report of therapeutic failure or patient harm.